Event description:
When the nurse changed the batteries on the pump, the nurse could not input the access code to use the pump. Pump indicated that it was in a "non-library protocol...must put in code manually" mode. Removed pump from service, sent to biomed, replaced pump with another with no problems.